Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient reported that she ¿reset it once¿ previously the summer prior to the report. This was clarified to mean that the patient was referring to having the implantable neurostimulator jump started and a physician mode restart performed on her implantable neurostimulator. The implantable neurostimulator had previously been overdischarged in (B)(6) of 2017. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they just got off the phone with the hcp office. The rep and patient had got it rebooted and everything somewhere around the (B)(6) and it was working, but the battery went dead on friday ((B)(6) 2017). The patient went to charge it and was seeing the boxes on the screen and it was charging, but when the patient went to turn the stimulation on it said it could not be turned on. Patient stated they get 5 coupling boxes, and when they tried to turn the stimulation on, they started seeing a warning screen telling them they cannot turn stimulation on and was describing seeing a screen that was believed to be "charge the ins" screen. Pt tried to connect with the pp and was also seeing the charge the ins screen. Patient tried the recharger and was showing that the ins was half full and was getting 8 coupling boxes and stim was off. Patient tried to turn stim on and it still said to "charge the ins" and showed a half full battery. Patient was redirected to their hcp. No further complications were reported/anticipated. (B)(6) 2017, undeliverable: no new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor or no telemetry with recharging. The patient reported difficulty charging. The patient reported poor communication. The patient reported that she last had stimulation 1.5 weeks ago. The patient reported that it had been awhile since she last charged her device. The patient reported that she wasn't able to communicate with the patient programmer either. The patient repositioned the antenna over the ins and the issue wasn't resolved. No further complications were reported.